Event description:
It was reported that during an anterior cruciate ligament repair procedure, it was discovered that the vapr s90 4.0mm w/integr hdp device generated sparks. The device was not used on the patient. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes, however a video was provided for evaluation. Visual inspection of the returned video found that the electrode was being activated outside of the patient, there was a spark at the base of the device. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device with signs of use. The active tip had the manifold charred at the proximal end. The power cord was cut by the customer and was not returned for evaluation. The shaft, tip and handle did not show any signs of damage. The device will be sent to the manufacturer for further testing. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in its original packaging, only on the carton. The active tip was used, residue on the active tip and within suction hole, burnt manifold. Cable was cut off and not returned. Initial inspection had the device with a charred manifold and arrived without the plug. Due to this the device could only be tested in four test: continuity (active and return), hipot, and flow rate test. It passed both continuity tests, but failed hipot and flow rate. Although sparks were not visible during testing, the burn manifold is evidence of this previously happening. The complaint of ¿the device generated sparks¿ can be substantiated. This type of complaint can be linked to CAPA. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 hanswitching/one piece lps complaints. The flow rate testing failing prior to activation can be attributed to procedural debris on the active tip and in the suction path. Note: many checks could not be conducted due to the condition of the device. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through previous CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2410007, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.